Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.